Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain three when he had to reset up. Upon removing the tubing set, fluid was noticed in the cycler compartment of the machine. Origin of the leak was not able to be determined. Nurse states patient was given antibiotics as a precaution and has had no ill effects. Sample was discarded; sample is not available.